Event description:
During a follow-up in clinic the day after initial implant, dislodgment was reported on the right ventricular (rv) lead. Diagnostic imaging was performed, and lead dislodgment was confirmed. During a revision procedure, the set screw in the device header was stripped which caused failure to remove the rv and atrial leads from device. Both the leads intact with device were explanted and replaced with a new rv lead, atrial lead, and device to resolve event. Patient was stable and was discharged from clinic.

Manufacturer narrative:
The reported event of unable to loosen both the atrial and ventricular setscrews to remove the ventricular and atrial leads was confirmed. Analysis revealed both the atrial and ventricular setscrews had been overtightened or over-torqued by the user/physician at the time of the implant procedure. At the lead repositioning procedure, the physician was unable to untighten the setscrews due to them being over-torqued. This is considered a user related anomaly.